Event description:
Guide pin broke off while inserting; surgeon attempted removal but was unsuccessful. Screw placed over broken portion of guide pin. Intraoperative x-ray guided pin and screw placement utilized for attempted removal. FDA safety report ID # (B)(4).